Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was analyzed and was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The monopolar curved scissors (mcs) tip cover was not returned for fa but the mcs instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. The mcs instrument has an over-molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface enabling prolonged chemical exposure and hence accelerating material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over-molded area. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not open/close a monopolar curved scissors (mcs) instrument. Upon closer inspection, it appeared that the mcs tip cover accessory has slid down a bit. The surgeon asked to get the instrument up to fix it. The customer could not get it up and had to pull the whole gate up with it. They could see then that the scissors were broken in the middle, right by the warning triangle on the skin-colored piece. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: no pieces on the distal end of the instrument were missing and no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument or the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the tube extension is broken.''.